Event description:
It was reported that placement of two proglide sutures were attempted in the right common femoral artery using the preclose technique prior to a percutaneous coronary interventional procedure. Reportedly, the knot of both devices were advanced to the skin; however, could not be advanced completely to the artery. Manual arterial compression was applied to achieve hemostasis following the interventional procedure. The arteriotomy was 6fr. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, suture, link, needles, and cuffs were not returned with the device, without the return of these components, the scope of this investigation was very limited and the reported incomplete knot advancement could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the devices were not used in the preclose technique.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.